Event description:
It was reported that the user frequently dropped the ilet, resulting in the connector breaking off flush with the pump and multiple insets detaching; the user was able to remove the broken piece from the device and confirmed no fragments remained, then proceeded with a supply change. Symptoms included no reported adverse health effects. Outcomes included no reported medical intervention or disruption of therapy beyond supply replacement. Investigation included customer interview and review of device use circumstances. Investigation of this case revealed a mechanical connection issue consistent with damage from dropping and detachment of infusion components, with no internal device obstruction. It was concluded that the event was related to handling-related mechanical damage and that replacement connectors and insets were provided via standard shipping.